Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall v40 - recall - 2249697-05/07/2018-003r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
As reported: patient "was brought in for a revision for painful hip. [Surgeon] explanted the metal head and liner, debrided damaged soft tissues, irrigated copiously, and exchanged metal head with biolox head and changed liner. [Surgeon] stated that he suspected patient had adverse reaction; m liner is of head-neck juncture". Rep indicated that head and liner were revised, stem retained. Additional notes under "any complicating conditions": soft tissue damage, metal debris in tissue. Patient was revised to a 32mm universal biolox head with +4 sleeve and 32 0° liner.